Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Concomitant medical products: 275cc mentor memorygel breast implant (catalog #: 350-7275bc, lot # : 5633764). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 275cc mentor memorygel breast implant prosthesis and experienced postoperative left-sided grade ii/iii capsular contracture and rupture. The patient came in for an consultation for her capsular contracture symptoms, tightening and elevated left-side breast, on (B)(6) 2019. As a result, the patient underwent removal and replacement with an unspecified non-mentor breast implant on (B)(6) 2020. Upon explantation, the rupture was identified.